Event description:
The pt was originally operated in 2004. Approx 1 week post procedure the pt was returned to the o.r for a distended abdomen. There was facial dehiscence with a portion of the bowel was protruding through the fascia. The facility reports the sutures did not tear through the tissue, they were broken. There is no current pt status.